Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of "the port had a large hematoma [device leaked] and the nurse was unable to feel the port at all. " is not confirmed, as no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A potential root cause for this event could be the patient's anatomy. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
FDA medwatch reference mw5093175 was received (B)(6) 2020. The food and drug administration reported that a nurse, from the henry ford health system, submitted a sus voluntary event report for our smart port and catheter. After port was placed, the patient came for their first port draw. The port had a large hematoma [device leaked] and the nurse was unable to feel the port at all. Labs were drawn peripherally, and patient returned the following monday with swelling still visible around port. Patient was unable to receive treatment. Later, a PICC line was placed for abvd treatment and removed. Patient requires a port revision and hematoma removal surgery. A chest x-ray was repeated and catheter tip was found to be positioned correctly in regards to the superior vena cava (svc) and right atrium (ra) junction; however, the "CT" indicator was not visible. It was reported the defective disposable device is not available for return to the manufacturer.